Event description:
Balloon was being used to place a stent. As the balloon was being inflated, but before stent was fully expanded or balloon inflated, the tip of the balloon broke off in a separate piece. The tip was intentionally retained. The patient was discharged to home.